Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 852ml. Drain 1: 1814ml. Drain 2: 508ml. Fill 1: 2496ml. Fill 2: 2496ml. Fill 3: 0ml. The reported drain volume of 5085ml was 203% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Two simulated treatments were performed and there were no alarms or problems that occured during testing. A simulated treatment was also performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighted fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. When adjusting the dc power cable. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.